Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 440 mg/dl. It was unknown how the customer treated the high reading. Customer was not getting insulin delivery delivery and stated that their infusion set cannula had a bent cannula. No further details were provided. The insulin pump will not be returned for analysis.